Event description:
It was reported to boston scientific corporation in 2007, that after the placement of an ultraflex stent system on a male, the patient suffered a "perforation". During placement of the stent, the suture string "was difficult to remove" and when the stent was released it "folded on (the) proximal part". After a "cre dilatation (the) fold opened, but some stent wire loops protruded inside the stent lumen" and were "misaligned". The patient developed "inflammation symptoms" and a "fever". Surgery was performed "due to a perforation" and the stent was removed. The patient's condition was reported as "normal".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for the pertinent lot. The february 2007 15-month trend report for this product family, inclusive of all failure modes, was reviewed; no adverse trends were noted.